Event description:
It was reported that during a percutaneous peripheral intervention treatment procedure, a balloon rupture occurred. The 100% stenosed lesion was located in the moderately tortuous inferior vena cava (ivc). A 2x40mm coyote es balloon catheter was then advanced to the lesion. The balloon was inflated the first time to 6atms and a second time to 8atms; however, upon the 3rd inflation, the balloon ruptured at 10atms. The device was successfully removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).